Manufacturer narrative:
The reported complaint of a fully charged autopulse li-ion battery (sn (B)(4) does not power on the autopulse platform (sn (B)(4) was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the battery worked as intended. No physical damage was observed and the status showed four green leds illuminated on the battery upon incoming inspection. The archive data review showed no errors recorded in the whole archive for the autopulse li-ion battery and it was last charged successfully on (B)(6) 2022 and was last used/inserted in the autopulse the same day. During functional testing, the battery successfully powers on a known good autopulse platform multiple times without any fault or error. The battery passed charging several times in a known good autopulse multi-chemistry battery charger.

Event description:
During shift check, the four fully charged autopulse li-ion batteries (sn (B)(4), (B)(4), (B)(4), (B)(4) does not power on the autopulse platform (sn 42609), and it was observed that the lcd is briefly pixelated which is a normal functioning when using a warm temperature battery. The status leds on the batteries showed 4 green lights illuminated. The autopulse platform is functioning properly and the issues are with the batteries. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).